Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "effect of implant design on knee flexion" written by douglas a. Dennis md, r. David heekin md, charles r. Clark md, jeffrey a. Murphy ms, tammy l. O'dell ccrc, ccra, and kimberly a. Dwyer phd, ccra published by the journal of arthroplasty 28 (2013) 429-438 was reviewed. The article's purpose was to determine whether the hf (high flexion) design provided superior non weight bearing passive flexion compared to the std (standard) design 6 and 12 months after surgery. Data was compiled from 93 subjects (186 knees) who underwent simultaneous bilateral tka from march 2006 to august 2008. The article does not provide adequate information to determine accurate quantities. The article does not identify cement manufacturer and does not mention or indicate patella resurfacing. Depuy products utilized: pfc sigma rp or pfc sigma high flexion. Adverse events: revision for the following reasons: infection, pain, effusion, patellar crepitus/clunk, bone fracture (anatomical location not specified but suggestive to femoral), tibial tray loosening, poly 'spin out', arthrofibrosis. Categorized adverse events without specific clarification or indication of interventions: pulmonary embolism, deep vein thrombosis, musculoskeletal , respiratory, gastrointestinal, cardiac, endocrine/metabolic, central nervous system, dermatological, "head, ears, eyes, nose and throat", hematological, and peripheral nervous system.